Manufacturer narrative:
Combination product: yes . The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Combination product: yes.

Event description:
Monitoring reported episode showing noise on rv lead. Sensing amplitude trend is decreasing and no stable threshold measurement found. Lead currently remains implanted. Should additional information be received, this file will be updated.